Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient had a stoma site culture done which indicated an infection. The patient was prescribed ciprofloxacin 500 mg oral for seven days. The prescription was extended. On (B)(6) 2023, the patient continued to have a little whitish discharge and redness at the stoma. At this point the patient had been taking ciprofloxacin for almost 21 days and was advised to clean the stoma with chlorhexidine.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.